Event description:
It was reported that the patient's device was explanted. It was noted that patient "reported a perception of stimulation, but a continuation of her normal pain pattern." It was noted that the patient's therapy "never really worked for her." Impedance measurements were all within range and the device was fully functional. It was noted that the patient only used the device "1% of the implant duration about 703 hours over approximately 3 years." It was noted that the patient was "adamant about removing the entire system because she was in need of an MRI." It was noted that there were no complications with the explant.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).